Manufacturer narrative:
Concomitants: (B)(6) 203-96-22 - (11-3110) 2000 90x19x 1.19mm (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5 (B)(6) 2-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t (B)(6) 203-96-21 - (11-2714) 2000 90x13/21x 1.9mm.

Event description:
Legal case ¿ USA ((B)(4)). (B)(4) lk rev is associated with this case. It was reported via legal documentation that approximately 98 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. The right knee is unrevised at this time. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.